Event description:
New information received notes that the ICD was reprogrammed.

Event description:
It was reported that via merlin.net transmission, myopotential oversensing was observed. Programming changes were recommended. Patient will be monitored.